Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer stated that she was at water park and the device may have possibly been exposed to water. Blood glucose level at the time of the incident was not provided. Customer also reported that the reservoir compartment was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.